Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The investigation showed that the teflon pad of the grasping section was detached and missing. Visual inspection of the outer sheath of the insertion section showed that it was buckled. This event could be attributed to excessive force used during insertion and withdrawal of the device from the trocar.

Event description:
It was reported that during an unspecified procedure, the tip of the device broke. There was no report of patient injury. No additional information was provided.